Manufacturer narrative:
On 07/06/2022 - we have requested the device be returned to the manufacture for an investigation. To date, we have not received the device.

Event description:
On 6/24/2022 - the incident occurred on (B)(6) 2021 but was not reported until 6/24/2022. The consumer claims the device irritated her face. Medical attention was not received.

Manufacturer narrative:
On 07/06/2022, we have requested the device be returned to the manufacture for an investigation. To date, we have not received the device. On 08/8/2022, the consumer returned the device to the manufacturer and the investigation is complete. Below is the manufacturers narrative: manufacturers narrative: model was received in good working condition. Brush was used. Installed new battery. Ran rpm on low and high settings. Lo: 262 rpm. Spec is 260-265 rpm. High: 358 rpm. Spec is 350-360. Power switch worked s designed. Product complies with performance specifications. Skin brushes can effect sensitive skin areas negatively. Gentle cleaning is suggested in ib. If rash or any other skin surface irritation occurs, try using lo setting or stop use per ib. Soaps or cleaners can also be a cause of irritation when using spinning face brushes.

Event description:
On 6/24/2022, the incident occurred on (B)(6) 2021 but was not reported until (B)(6) 2022. The consumer claims the device irritated her face. Medical attention was not received.